Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10687. It was reported that stent thrombosis and chest pain occurred. The target lesion was located in the circumflex artery. 10,000 units of heparin was given to the patient. A synergy¿ drug-eluting stent was implanted in the circumflex and another synergy¿ drug-eluting stent was implanted in the left anterior descending (lad) artery. Approximately 2 hours after the procedure, the patient was brought back to the laboratory with chest pain. Upon follow up catheterization, both stents showed signs of thrombus. Both stents were treated with percutaneous transluminal coronary angioplasty (ptca) and the patient was given with integrilin. The patient was left on the table for 20 minutes to monitor for pain and any electrocardiogram (EKG) changes. After 20 minutes, angiography was performed and revealed that both stents were patent and the procedure was completed. No further patient complications were reported and the patient's status was stable